Event description:
Patient reported on 4/23/06, while changing her insulin cartridge, she forgot to place a new cartridge in the infusion device prior to going to sleep. She was found unconscious and was taken to the hospital, where her blood glucose level was 1,100 mg/dl. She was removed from the infusion device and treated with an insulin was removed from the infusion device and treated with an insulin drip and IV fluids. Patient was placed on injection therapy. On 5/28/06, she resumed the use of the infusion device and transferred to a nursing facility for rehabilitation. She was discharged from the hospital on 05/15/06. Her endocrinologist was working with her to adjust her basal rates. She did not change her infusion site as recommended. She reported that she felt that she was doing well at the time of the report. Patient did not report symptoms associated with the elevated blood glucose. Patient not returning product for evaluation.

Manufacturer narrative:
Product not returned for evaluation.